Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of the radio transceiver board and antenna adjustments. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the panorama central station's wireless transceiver (tim) lost communication, which may have affected telemetry monitoring. No patient injury reported.